Manufacturer narrative:
The reported event of an inability to communicate via remote monitoring was not confirmed. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. The reported event was resolved with troubleshooting steps provided by technical support. No further investigation is required at this time.

Event description:
New information received indicates that the device was paired successfully by unpairing and repairing the device to the mobile phone. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited wireless bluetooth communication problem. No intervention was performed. No patient consequences.